Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided by the customer. Visual inspection of the returned product found that the product was not returned in the packaging. Visual evaluation of the returned device found no visible damage. DHR was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is unable to be determined as the product returned without the packaging. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, the product packaging was compromised and partially open. The surgeon used a different product to complete the surgery. There was no direct contact with the patient. Attempts have been made and additional information on the reported event is unavailable at this time.